Manufacturer narrative:
Vyaire complaint #: (B)(4). The field service center replaced the solenoid manifold to correct the reported problem. The solenoid manifold was sent to the manufacturer for further failure analysis and testing. The solenoid manifold passed functional testing and bench testing. A visual inspection found no problems with the solenoid manifold. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the ventilator had a disc/sense alarm condition during the pressure control test. The ventilator was not connected to a patient when the reported problem occurred.